Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the review period. Visual evaluation of device found a peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Event history log showed multiple system faults 41622 had occurred. Found multiple system faults error code 41,622 in event history log but reported problem was not duplicated. During functional testing, the device was working properly as intended. Device was opened to check inside for any foreign material and no problem found. The cause was error motor timeout. Performed standard preventative maintenance to bring pump into full functionality. Device passed all functional tests after repair.

Event description:
It was reported that device had an error code 41622 and alarmed data lost on power up. This issue is not related to physical damage/abuse. There was no delay of therapy since the issue occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.